Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient tipped forward in her wheelchair and fell onto her own lap tray, which hit her on the pump. The patient experienced pain right away and then baclofen withdrawal within hours. The patient was seen in the ed and has x-rays which looked ok. The patient was started on oral baclofen and valium and was transferred to another facility. The x-rays were repeated and the system still looked intact. The hcp performed exploratory surgery on (B)(6) 2011 expecting to find a damaged connector; however, the connector "looked great" and flowed well. The catheter was "an old two piece catheter," last revised when the patient had a posterior spinal fusion. The hcp decided to replace the pump only. Subsequently, the patient's withdrawal stopped. The patient outcome was reported as recovered without sequela. A follow-up report will be sent if additional information becomes available.